Event description:
When the patient was changing her cassette and tubing for her IV remodulin and the pump was alarming high pressure alert. Did trouble shooting and came to a conclusion that the cadd medication cassette was faulty. She and her daughter were able to make a new mix with a different cassette and this worked. No medication was missed as her other pump was in use. I asked the patient if she still had the packaging for the faulty cassette but she did not since her daughter does pre mixes and they store it until needed. Patient will save the cassette until we send her a return box in case the company wants it back. Strength: cassette 100 ml.